Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a kinked ptfe tubing and malfunctioning buffer valves. The fse replaced the ptfe tubing and the buffer valves to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in china reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.